Event description:
It was reported that intermittent cartridge alarms occurred during basal delivery and the load sequence with multiple cartridges. The customer's blood glucose level was 122-200 mg/dl. Reportedly, the customer cleared the alarms and resumed insulin therapy.